Event description:
The customer reported that the paddle plates need to be replaced because of a faulty ECG trace. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported that the paddle plates need to be replaced because of a faulty ECG trace. There was no report of pt involvement or adverse pt impact. This complaint is still being investigation. A follow-up report will be submitted upon completion of the investigation.